Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received attached to a disposable harmonic device. The handpiece was removed from the device and it was noted that the nose cone was cracked and the mount was loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. This caused and open circuit condition. In addition, the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality and the cracked nose cone caused the reported assembly/disassembly issues the batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, scrub nurse was assembling the device for use. However, upon assembling the disposable to the hand piece, it was discovered that it couldn't be torqued. Hence, they tried to disassemble to start again, but then realized that the disposable would not dislodge from the hand piece even after multiple tried and turns. Field representative even scrubbed out to assist, however, the disposable would not budge. Therefore, the disposable is now stuck with the hand piece. Another like device and hand piece was used to complete the procedure. There were no adverse consequences for the patient reported.